Event description:
Date of event unk. A nurse had a continuous infusion running at 100ml/hr, vtbi 1000ml and after 10 hours there was still about 200ml left in the bag. No pt injury. No further details known. IV pump and set were not saved. Discussed possible cause of underinfusion with the account including improper set loading, issue with improper head height and back pressure. Tip sheet on proper set loading was provided to help re-educate the staff. Sales rep made a site visit and reiterated proper set loading and IV set up.

Manufacturer narrative:
(B)(4).